Event description:
The customer reported air valve liftoff failure error was found in the diagnostic report. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 13sep2019. When the customer was asked "what diagnostic (error) codes were generated?" Their response was e/c 1012 (air valve liftoff failure). The provided diagnostic report does not contain e/c 1012. All correspondence only addresses the original reported event found on (B)(4) (crossover circuit fault - e/c 3117). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported air valve liftoff failure error was found in the diagnostic report. There was no patient involvement.